Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure after the first ablation, the axis of the emprint antenna was broken. It was difficult to place the antenna for the second ablation (anatomical conditions) and, after several attempts, the antenna broken off outside of patient's cavity. The doctor used a different antenna to complete the procedure. There was no patient injury.